Manufacturer narrative:
Date sent: 8/29/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that there were vacuum issues with the device. No patient involvement.